Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 438 mg/dl. Blood glucose level at the time of the call was 399 mg/dl. During troubleshooting, the insulin pump did not show any malfunction. Per the health care provider's request, the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.